Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. According to the IFU, conduction disturbances-potentially requiring treatment like a permanent pacemaker-are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 1, the patient developed av block iii, and a permanent pacemaker was planned for pod 6.